Event description:
Per biomed: the battery is not holding a charge. Must be plugged into wall to work. When unplugged it will shutdown almost immediately.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery is not holding a charge was confirmed. The scanner shuts down after removing ac power. The root cause of the reported issue was due to a failure on the lithium ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery is not holding a charge. Must be plugged into wall to work. When unplugged it will shutdown almost immediately.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery is not holding a charge was confirmed. The scanner shuts down after removing ac power. The root cause of the reported issue was due to a failure on the lithium ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery is not holding a charge. Must be plugged into wall to work. When unplugged it will shutdown almost immediately.